Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 self-test for a patient performed on (B)(6) 2022, this MFR report address test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 self-test for a patient performed on (B)(6) 2022. Pcr confirmation testing¿s were performed (platform: unknown) generated positive result (CT values not provided) the consume stated false negative resulted in paxlovid rebound on day 17 to day 25. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 179420 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 179420, test base part number 195-430h / lot 175920. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 179420 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.d4 h3 other text : device discarded, single use device

Event description:
The consumer reported two false negative results with the binaxnow covid-19 self-test for a patient performed on 11oct2022, this MFR report address test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 self-test for a patient performed on 11oct2022. Pcr confirmation testing¿s were performed (platform: unknown) generated positive result (CT values not provided) the consume stated false negative resulted in paxlovid rebound on day 17 to day 25. No additional patient information, including treatment and outcome, was provided.